Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 36-year-old asian female patient underwent a primary breast augmentation with two unspecified mentor gel breast prostheses and experienced bilateral capsular contracture (baker grade 3-4) post-operatively, which was diagnosed with an office visit. As a result, the patient underwent explantation on (B)(6) 2023, and replaced with two 440cc mentor memorygel boost breast implants (catalog number shpb440) with lot numbers 9819487. The reported lot numbers (left 6764487 and right 6770803) that were provided does not correspond to breast prostheses. As a result, a device history record (DHR) review cannot be completed. Should an updated/accurate lot number be received, mentor will submit a supplemental report accordingly. This report is for the right side device.